Event description:
It was reported by service report that the motion interrupt pan was hanging down on the head left corner. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan.